Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump did not respond properly when the keypad was pressed. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no unresponsive buttons noted; all buttons function properly however, corrosion was found at the keypad traces. The insulin p ump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and missing the end cap sticker.